Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A respiratory therapist reported a product issue on behalf of his patient. The reporter explained that the tracheostomy tube had been placed in situ, and during the routine tracheostomy tube change (a few hours later), the cuff was found leaking. The reporter indicated that the cuff had been filled with saline. No adverse health outcomes were reported to have resulted from event.

Manufacturer narrative:
One tracheostomy tube was received for product inspection. Visual inspection of the returned sample found no damages, faults or anomalies. During functional testing, a syringe was used to inflate the tracheostomy tube cuff. The cuff fully inflated without issue. The entire device was submerged in water; no bubbles (suggesting a leak) were found escaping the device. The device cuff was then inflated with water and allowed to rest for 3 hours; no loss of water or leakage was observed after the three hours. The returned tracheostomy tube was confirmed to operate as intended. No evidence was found to suggest the reported event was related to an intrinsic product problem.

Manufacturer narrative:
(B)(4).